Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the customer's reported event. Fse reviewed error logs, checked camera alignment and checked the operation of the seal breaker, they all were okay. Fse confirmed proper operation of the wash dispense and aspiration, confirmed proper operation of the substrate dispense. Fse successfully performed compound action, clot / impasse detection verification and level measurement verification. Substrate and wash heater temperatures were in expected range. Fse completed precision run using qc. Fse could not duplicate issue. Instrument is functioning as intended. A (B)(4) complaint history review and service history review for similar complaints was performed for the aia-360, serial number (B)(4), from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. Assay specification document for ipth was reviewed. Limitations of the procedure section specifies the following: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. The most likely cause of the reported event was not confirmed; event could not be duplicated.

Event description:
On (B)(6) 2018, customer reported a potential discrepant ipth result on the aia 360 instrument. The customer stated that they run all ipth samples in duplicates and some replicates are not similar. One patient: pre-op 157.9, 107.4, rerun 107.9, 97.6 intraoperative 106.0, 8.2, rerun 100.1, 113.1. Customer also stated that samples are run fresh in the lab, right after been drawn; pm was performed on instrument in february. Customer has done precision study and the results were acceptable. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.